Event description:
The customer reported that there were lines in the images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). Feedback from canon inc. (B)(4) confirmed that these lines were due to the same cause as other reported events. When the data transfer is performed under poor communication conditions, the devices that send/receive the packets back and forth fail to process the data and a horizontal line will appear on the images. The cause of the problem is a bug in the firmware. An updated firmware was released to fix the problem. For sites where the product is already in service, the firmware will be upgraded when conducting periodic maintenance, or if a call is received from the customer. This is because the problem may occur depending on the conditions of wireless communication and in some cases frequency is quite low. (B)(4).